Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg4020/06839631 and tg4015/06664429). The patient tolerated the procedure. On (B)(6) 2009, the patient suffered from renal insufficiency, and medications were administered. On (B)(6) 2009, the patient was discharged from the hospital with the renal insufficiency resolved. The patient has withdrawn from his follow-up studies, therefore, no additional information is available.